Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer in support of this complaint catalog 367856, lot number 3194739. The 100 retentions were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there is a protrusion coming out of the inside wall of the tube. No patient impact reported. The following information was provided by the initial reporter: "customer reports protrusion coming out of inside tube wall for cat 367856 lot 3194739.".

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there is a protrusion coming out of the inside wall of the tube. No patient impact reported. The following information was provided by the initial reporter: "customer reports protrusion coming out of inside tube wall for cat 367856, lot 3194739."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.